Event description:
Customer (B)(4) reports that "during a surgical procedure, the lighted ureteral catheter was plugged into the light source and the light source was turned on. Shortly thereafter, a burning odor was noticed. The cord and light box was replaced. Catheter bush sl ureteral illuminating catheter st. Serial (B)(4); ref (B)(4); (B)(4). On (B)(6) 2012 risk manager reports via phone that the procedure was laparoscopic hysterectomy with salpingo-oophorectomy with cystoscopy and ureteral stints. There was no delay in surgery or patient/staff harm.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.